Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The display unit has been ordered and will be replaced upon arrival. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call. (B)(4).

Event description:
The hospital reported an ec02 error code displayed during a case.